Event description:
It was reported that the lead integrity alert was triggered for the right ventricular (rv) lead having an elevated sensing integrity count. Also, the rv lead impedance was spiking between normal and greater than 2500 ohms. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.